Event description:
It was reported that the device was used for a tonsillectomy on a female child. Sixteen (16) days after the intervention the child had to be admitted in emergency for hemorrhage. However there is no evidence that our device is related to this incident.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.